Event description:
Reportedly, the device implantation proceeded without incident until the final closure of the pocket. During the post-implant pacemaker interrogation, a low right atrial (ra) impedance of less than 200 ohms was detected. This finding prompted a return to the operating room to verify proper lead fixation. Upon reopening, persistent artifacts were noted on the atrial channel. A lead malfunction was initially suspected; the atrial and ventricular leads were swapped, and a cross-connection was performed (connecting the atrial lead to the ventricular port). However, the artifacts continued to appear exclusively on the atrial channel, suggesting a potential defect in the device (pacemacker). The physician decided to explant the pacemacker and the ra lead and to implant a new system. The new system shows stable parameters, with an atrial sensing threshold of 1.5 mv at 0.35 ms.

Manufacturer narrative:
Device history report analysis shows that the device related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Visual inspection two incorrect lead marks contact. It is still unknown if this finding is the root cause of the reported issue. This indicates that the physician must have partially engaged the screw at some point before pushing inserting the lead or that he had not inserted the lead all the way in before tightening the screw the analysis of the atrial lead "vega" is still ongoing and a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, the device implantation proceeded without incident until the final closure of the pocket. During the post-implant pacemaker interrogation, a low right atrial (ra) impedance of less than 200 ohms was detected. This finding prompted a return to the operating room to verify proper lead fixation. Upon reopening, persistent artifacts were noted on the atrial channel. A lead malfunction was initially suspected; the atrial and ventricular leads were swapped, and a cross-connection was performed (connecting the atrial lead to the ventricular port). However, the artifacts continued to appear exclusively on the atrial channel, suggesting a potential defect in the device (pacemacker). The physician decided to explant the pacemacker and the ra lead and to implant a new system. The new system shows stable parameters, with an atrial sensing threshold of 1.5 mv at 0.35 ms.

Manufacturer narrative:
Summary of the investigation: the electrical characteristics of the returned borea device were within established specifications. Upon reception, pacing pulses were appropriately generated by the device. Two incorrect tightening marks were observed on the atrial set screw tip, suggesting that the screw may have been partially engaged at some point before the lead was fully inserted or before the screw was tightened, creating a risk of intermittent or uncertain contact. These marks could also explain the scratches and marks observed on the is1-pin connector of the lead. Based on these findings, a connection issue is strongly suspected and likely explains the abnormal atrial impedance value reported. This complaint has been recorded for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the device implantation proceeded without incident until the final closure of the pocket. During the post-implant pacemaker interrogation, a low right atrial (ra) impedance of less than 200 ohms was detected. This finding prompted a return to the operating room to verify proper lead fixation. Upon reopening, persistent artifacts were noted on the atrial channel. A lead malfunction was initially suspected; the atrial and ventricular leads were swapped, and a cross-connection was performed (connecting the atrial lead to the ventricular port). However, the artifacts continued to appear exclusively on the atrial channel, suggesting a potential defect in the device (pacemacker). The physician decided to explant the pacemacker and the ra lead and to implant a new system. The new system shows stable parameters, with an atrial sensing threshold of 1.5 mv at 0.35 ms.